Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent and one telescope guide extension catheter to treat a lesion. There were no issues noted when removing the protective sheath and stylette of the stent. There were no issues noted when loading the stent onto the non-medtronic guidewire. The telescope was inspected before use with no issues. The telescope was prepped per IFU with no issues. There was no resistance noted when advancing the telescope device. Excessive force was not used. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the stent. Excessive force was not used. It was reported that the stent was stuck when entering the entry port of the 7f telescope guide extension catheter, inside a guide catheter, on the first attempt. The stent was removed from the guide catheter together with the telescope, and another attempt was made to insert the stent. The stent still couldn't pass through the entry port. The balloon material proximal to the stent was found unusu ally bulky in size, and was bunched. There was also deformation to the distal end of the stent. There was no resistance noted during the withdrawal of the devices, and excessive force was not used. There were no issues with the non-medtronic guidewire. Another stent was successfully delivered using the same guidewire after this event. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: the hypotube was kinked and the proximal balloon pillow was bunched. The stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. An in-house guidewire was loaded with no issues noted and the device was inserted into an in house guide catheter and telescope with no issues noted. No other damage evident to the remainder of the device. Additional information: one image was provided for still image review. The image appears to show distal stent deformation and proximal balloon bunching to the pillow. The onyx frontier stent struts was inspected before use with no issues noted. Negative prep was not performed on the onyx frontier. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.